Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had low bipolar impedance a year and a half ago and the polarity switch feature changed the polarity to unipolar. The clinician programmed it back to bipolar and there was another lead polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.